Event description:
The customer reports all icons are active and the device will not power on.

Manufacturer narrative:
Medtronic evaluated the device and found capacitor c177 was shorted and caused excessive off current. The customer was provided with a replacement device.